Manufacturer narrative:
The harmonic shears insert has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Per the information provided by the initial reporter, the broken piece was successfully retrieved from the patient.

Event description:
It was reported that during a da vinci s hysterectomy procedure the moveable jaw of the harmonic curved shears insert became loose and fell off inside of the patient during removal. The jaw was retrieved with the use of fluoroscopy and a laparoscopic grasper.